Manufacturer narrative:
Incomplete suspect device was returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Event description:
Additional information received indicates the tip detached in the cephalic vein not the splenic vein.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The physician alleges that during a splenic vein aneurysm repair the catheter tip detached. The physician had acquired left forearm fistula access and during catheter manipulations over a soft guidewire within the splenic vein the catheter tip detached. The physician attempted to remove the catheter tip from the patient with a vascular snare but was unsuccessful. The patient was then sent to surgery for catheter tip retrieval. The patient tolerated the procedure well and has been discharged to home.